Event description:
It was reported that in evaluation, replaced tank harness in arctic sun device.

Manufacturer narrative:
The reported issue was confirmed. The root cause of the reported issue is a tank harness failure. A DHR is not required as this is not an out-of-box failure. The complaint or reported issue was confirmed through other elements of the investigation to not be labeling or packaging related. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that in evaluation, replaced tank harness in arctic sun device.

Manufacturer narrative:
The reported issue was confirmed. The root cause of the reported issue is a tank harness failure. It was confirmed that during evaluation the tank harness needed to be replaced. The tank harness was replaced. A DHR is not required as this is not an out-of-box failure. The complaint or reported issue was confirmed through other elements of the investigation to not be labeling or packaging related. The reported product number is sold ous. The UDI number for this product is not available.